Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that during the use of the product, a "no message" alarm was issued. Also, an occlusion alarm went off before the cassette was attached to the pump. No adverse patient effects were reported.